Event description:
Complaint received from user facility report. Customer reports "tubing was leaking at connector of tubing and end of luer lock - upon insertion. It pulled apart as if the tubing were just stuck in there". No reported pt injury or medical intervention. No add'l info available. Add'l info from u/f report # (B)(4): tubing was leaking at connection of tubing and end of luer lock - upon insertion. It pulled apart as if the tubing were just stuck in there.

Manufacturer narrative:
Per facility procedure, the sample cannot be returned for eval if it was used directly on a pt. Similar incidents have been received for this product code. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence. Add'l info from u/f report # (B)(4). Brand name - baxter, common device name - IV extension set, model # 2c8606, lot # s05l07154.